Event description:
It was reported that the anchor was positioned at the 4:00 mark and "torqued off" the head in the glenoid cavity. The head of the anchor was not removed; it was left inside the shoulder joint. The surgeon experienced an hour delay attempting to retrieve the anchor.

Manufacturer narrative:
No product was returned for evaluation; therefore, no determination could be made for the reported device failure.